Event description:
It was reported that this was a closure of an unspecified vessel using a prostyle endovascular in an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, there was an "inability of the knot to slide" [failure to advance knot] with one prostyle device and 'failure in the wire presentation after the third step"[cuff miss] with two prostyle devices. The method of achieving hemostasis was not reported. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported knot advancement issue could not be determined. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. There is no indication of a product quality issue with respect to manufacture, design or labeling.